Event description:
Event initial reported as, "broken tubing". Event clarified as a device that was explanted almost six years after implant date for broken tubing.

Manufacturer narrative:
Unknown. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and complete event, implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this with this complaint because no serial number and the connector type could be either a taper I or a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has been informed that the device will not be returned. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."